Manufacturer narrative:
(B)(4).

Event description:
The reporter reported therapy was not helping as much as patient like, patient was not going as frequent as she use to but she went 6-7 times last night. The patient was getting less than 50% relief. The reporter stated they like to try a different level and stated that when they adjusted the setting higher it was uncomfortable for patient. The reporter stated current setting was on program 3 at 6. 8v. The patient services assisted reporter with switching from program 3 at 6.8 v to program 4. The reporter stated they would adjust setting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available